Manufacturer narrative:
This report is a response to medwatch report mw5095100. Proximate concepts performed a manufacturing record evaluation (mre) on the lot of inplant funnels provided in the original medwatch report. The mre concluded that all inplant funnels in lot 040220 were manufactured in accordance with documented specifications and procedures. As a result of proximate concepts' investigation, the cause of the adverse event cannot be traced back to the inplant funnel. As such, this complaint will be closed. Manufacturer's reference number: (B)(4).

Event description:
On 06/17/2020 a surgeon submitted a voluntary report to the FDA (mw5095100) regarding an adverse event that occurred 17 days post breast augmentation surgery. The date of surgery was (B)(6) 2020. According to the surgeon, they noticed that the patient developed a pinhole incision and started to drain brownish fluid. The surgeon took the patient back to the or for a washout and implant replacement. The surgeon noted that the patient had grown out serratia marcescens as per culture results.